Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported twice that before using a bd nexiva¿ closed IV catheter system¿single port with bd maxzero¿ that there was separation of inserter from tubing.   The following information was provided by the initial reporter: the attached j-loop on the 18g nexiva IV w/mz is coming disconnected out of the package.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a view of two bd 18ga nexiva closed IV catheter system single port devices without packaging. All of the components are present. The devices are with the extension tubing separated from the port of the winged adapter. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to missing adhesive. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported twice that before using a bd nexiva¿ closed IV catheter system¿single port with bd maxzero¿ that there was separation of inserter from tubing.   The following information was provided by the initial reporter: the attached j-loop on the 18g nexiva IV w/mz is coming disconnected out of the package.